Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed ****assert****. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not boot or charge. The receiver was opened and passed internal visual inspection. The u6 main board has 0v output it should be 3.3v; receiver download could not be performed. The reported event of an error icon display was not confirmed. The root cause could not be determined.